Manufacturer narrative:
The instructions for use for the geminus volar distal radius plating system states the following: "the geminus® volar distal radius plating system should only be used by surgeons who have experience with this system." "Please refer to the geminus® distal radius plating system's surgical technique guide (mkt-0000500) to review the surgical approach as described by (B)(6), USA." The surgical technique guide includes surgical steps specifically for installation of the optional hook plate extension, including multiple notes and images to aid with the placement of the device. Based on expert clinician review of fluoroscopic images from the case, it appears that the hook plate extension was placed too distally. No device defect was evident from the provided images.

Event description:
The volar marginal fragment was not adequately reduced during implantation of a geminus hook plate extension, requiring revision surgery.